Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2016-02023. It was reported the patient experienced pain/difficulty moving her right arm since being implanted. As a result, one of the patient's leads was relocated via surgical intervention on (B)(6) 2016. Surgical intervention resolved the patient's issue. Note: both leads are being reported because it is unknown which lead was liable.